Event description:
It was reported that prior to the brachytherapy procedure, the sterilization pack was already opened. There was no patient contact.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one unsealed brachytherapy applicator needle set was returned for evaluation. During visual evaluation, the product package was received with one sealed end and the distal end unsealed. The package appeared to be clean throughout. The devices were received in a protective tube within the package. The stylets were returned within the cannula. The devices did not look affected. Additionally, the center of the distal end portion of the tyvek label of the package was felt to be dry. Upon functional testing, an attempt to stick back together the distal end of the tyvek label and plastic material was performed and was unsuccessful as it did not stick into place. The center of the distal end portion of the tyvek label of the package was felt to be dry as no adhesive material was noted. Therefore, the investigation is confirmed for the unsealed device packaging as the one end of the received device package was noted to be unsealed. A definitive root cause for the reported unsealed device package was noted to be a manufacturing related issue. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), g2, g3, h6 (device, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2024, a patient underwent for a brachytherapy procedure using brachytherapy implant needles. Prior to the brachytherapy procedure, the sterilization pack was already opened. There was no patient contact.